Event description:
Info received indicates that during unit extraction the distal tip component was noted to be missing from the device. The radiopaque component was retrieved intra-operatively with no consequence to the pt.